Event description:
Philips received a report that upon the entry into the MRI scanner for a pelvic scan, the patient is lying down with the anterior coil, feet forward. The patient grazed his nasal septum with the anterior coil. Described as a scratch from the coil's friction that did not require treatment. The patient had an IV line for contrast on unknown arm. Phlebitis occurred as a consequence of bending the arm at the site where the intravenous line was inserted. Subsequent treatment with sodium heparin administered to the area of phlebitis, as the coil, during movement, dislodged the venous access route. The patient's current status was reported as "fine on jan 05 2026". The study was performed on another MRI scanner at the client location. The administration of sodium heparin to treat the reported phlebitis related to the IV being dislodged by the reported event, meets the criteria for a serious injury.

Manufacturer narrative:
There was no indication of a mr system malfunction identified which could have contributed to the incident. The log files were reviewed, and no errors were found on the reported date of the incident. It was concluded, that pinch points between tabletop and system covers (i.e., horizontal motions with long connections (in this case the coil cable) hanging over edge of tabletop) due to foreseeable (mis)use, was the most likely cause of this injury.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that upon the entry into the MRI scanner for a pelvic scan, the patient is lying down with the anterior coil, feet forward. The patient grazed his nasal septum with the anterior coil. Described as a scratch from the coil's friction that did not require treatment. The patient had an IV line for contrast on unknown arm. Phlebitis occurred as a consequence of bending the arm at the site where the intravenous line was inserted. Subsequent treatment with sodium heparin administered to the area of phlebitis, as the coil, during movement, dislodged the venous access route. The patient's current status was reported as "fine on (B)(6) 2026". The study was performed on another MRI scanner at the client location. The administration of sodium heparin to treat the reported phlebitis related to the IV being dislodged by the reported event, meets the criteria for a serious injury.